Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at around 11am, the patient was feeling disoriented and shaking while his cgm was alerting him to a cgm below 70 mg/dl (no specific value was reported). The patient did not have a glucometer to check a bg meter comparison value. The patient self-treated with (1) glucose tablet. After this, the patient¿s cgm was still reading below 70 mg/dl, therefore, the patient went to the emergency room (e)r for evaluation. At the ER, the patient's cgm was reading around 50 mg/dl while the bg meter reading was 205 mg/dl. The patient was treated with IV fluids. The patient also had an MRI done to rule out a stroke. The patient¿s cgm was removed prior to this procedure. However, prior to this, the patient reported the cgm values were ¿spiking up and then low¿ (no specific values reported). The patient was discharged on (B)(6) 2026. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid was taken in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.